Manufacturer narrative:
Device received unable to perform the displacement test due to complete broken reservoir tube lip noted and also received with missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip noted and also received with missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the reservoir o ring was missing. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. Customer stated that the reservoir was not able to lock into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.